Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced infection and visited emergency room. The customer¿s blood glucose level was 9 mmol/l. The customer was put on intravenous antibiotics for treatment. The customer declined troubleshooting and the product will not return for analysis.